Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were issued to the customer but no further information has been provided. Bleeding and stroke are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system.

Manufacturer narrative:
Patient weight not provided. Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has been in and out of the hospital and is now in a skilled nursing facility (patient is no longer independent 2/2 stroke). The specific date that the stroke(s) occurred was not provided and has been estimated. No further information given and attempts to obtain information have not been answered.